Manufacturer narrative:
(B)(4) the opt844 nasal cannula is used to deliver humidified oxygen to patients and consists of a lightweight delivery tube connected to a rigid plastic base and soft nasal prongs (nasal interface). The interface is held in place by a head strap and features a head strap clip which works in tandem with the tubing clip (attaches to the patient's clothing/bedding) to support the weight of the circuit and prevent the cannula being dislodged. Further information about the incident was also requested from the customer as part of the investigation. Method: the complaint opt844 nasal cannula ("cannula") and 900pt501 heated breathing tube ("breathing tube") were received at fisher & paykel healthcare (f&p) in new zealand for investigation where they were visually inspected and pull tested. The pt101 airvo 2 humidifier was not returned for evaluation as there was no reported malfunction with the device and therefore the device was placed back in service after the reported event. Results: visual inspection revealed no damage to the connector of the complaint cannula and breathing tube. The connection between the opt844 nasal cannula and the 900pt501 heated breathing tube was pull tested and the connection force between the cannula and the tube was within acceptable specification criteria. The cannula was observed to be disconnected from the manifold on both sides of the tubing. It was further reported that the event occured after using the cannula for 21 days. Conclusion: we are unable to confirm the cause of the disconnection of opt844 nasal cannula from the 900pt501 heated breathing tube. The investigation found that the connection between the cannula and breathing tube was within specification. The cannula being disconnected from the manifold on both sides indicates that either that the cannula or breathing tube may have been pulled during use. All optiflow interfaces are inspected during production for visual defects including cracks, tears, inclusions, discolouration and stretching or deformation. Any product that fails the visual inspection is disposed of. The user instructions which accompany with opt844 nasal cannula include the following warnings/cautions: appropriate patient monitoring must be used at all times. Failure to monitor the patient may result in loss of therapy, serious injury or death. Use only approved setup. Do not crush or stretch tube, to prevent loss of therapy. This product is intended to be used for a maximum of 7 days. The user instructions which accompany with 900pt501 heated breathing tube include the following warnings: this product is intended to be used for a maximum of 14 days do not soak, wash or sterilize. The pt101 airvo 2 humidifier user manual states that the "airvo 2 is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases" and "use continuous oxygen monitoring on patients who would desaturate significantly in the event of disruption to their oxygen supply ." Additionally, the user manual also warns the user: the unit is not intended for life support. Appropriate patient monitoring must be used at all times. Loss of therapy will occur if power is lost.

Event description:
A distributor in japan reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that a patient with interstitial lung disease was found unconscious. It was reported that an opt844 optiflow nasal cannula was found disconnected from a 900pt501 heated breathing tube. It was further reported that the patient deceased after a few days of the event. It was also reported that a "vital sign monitor" (biological monitoring device; non f&p device) was on the patient however it did not work as expected at the time of the event.

Manufacturer narrative:
Ps335242. The complaint opt844 nasal cannula and 900pt501 heated breathing tube are currently en route to fisher & paykel healthcare (f&p) new zealand for evaluation to determine if f&p's products caused or contributed to the reported event. We will provide a follow up report upon completion of our investigation.

Event description:
A distributor in (B)(6) reported on behalf of a healthcare facility via a fisher & paykel healthcare (f&p) field representative that a patient with interstitial lung disease was found unconscious. It was reported that an opt844 optiflow nasal cannula was found disconnected from a 900pt501 heated breathing tube. It was further reported that the patient deceased after few days of the event. It was also reported that a "vital sign monitor" (biological monitoring device; non f&p device) was on the patient however it did not work as expected at the time of the event.